Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 450 mg/dl. Customer had high blood glucose for 1 to 2 weeks. Customer was experiencing nausea, vomiting and vision was horrible. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump and injection. Customer does not alleged insulin pump was under delivering. Customer reported that drive support cap appeared normal. The devices will not be returned for analysis.